Manufacturer narrative:
A steris service technician inspected the table and found no issue. In review of the headrest, he identified that it had been reassembled by the user facility's biomedical department. The biomed stated to the steris service technician that the left support block shoulder had fallen out causing the left side of the headset to fall and pivot on the right. They also stated that the bearings were worn allowing "play" in movement. The technician removed the headrest from service. The unit is not under steris service contract and is serviced and maintained by the user facility's biomedical department. The steris service technician reviewed the preventative maintenance schedule with the biomedical department. An in-service was offered to the facility to review proper use and maintenance of the surgical table.

Event description:
The user facility reported that the headrest of their 3085 surgical table "fell off" during a patient procedure. A delay of the procedure occurred to replace the headrest and the procedure was completed successfully.

Manufacturer narrative:
Steris has scheduled an in-service training with the user facility, to occur on (B)(4) 2013, to review proper use and storage of 3085 surgical tables.